Event description:
During a trochanteric fixation nail procedure on (B)(6) 2013 the helical blade coupling screw broke at the knob while impacting for blade insertion. It was reported that the knob was discarded at the time of this report. A fragmented tip of the threaded portion of the coupling screw broke off. The coupling screw remained in the helical blade which remained implanted. Procedure was completed without delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. The returned device was manufactured in july 2007 and is over 5 years old and shows evidence of being used-hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use.